Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012315126 was returned and analyzed. The catheter was received with the guidewire inserted and extending beyond the tip. The guidewire lumen was received retracted, and with a deformed array loop assembly. The dual lumen was received detached from the shaft, causing the electrodes wires and the anchor ring to be exposed. The shape of the catheter array was knotted. The capture device has not been received. The nitinol array wire appeared bent on the distal arm distally to the electrode #1 and on the spiral array between the electrode #4 and #5. The wire of the electrode #9 appeared detached from the soldering joint. X-ray imaging confirmed that the nitinol array wire was intact and properly attached at the tip but partially dislodged from the dual lumen. Optical inspection at high magnification revealed the array pebax tubing was ribbed between the el ectrode #3 and #4, and between the electrode #4 and #5, and bulged at the distal end of the electrode #9. The shaft pebax tubing transparent outer jacket at the junction with dual lumen was circumferentially torn. The anchor ring and associated soldered steering wires were exposed but not broken. The array was knotted distally to the tip on the extended guidewire. The nitinol array wire appeared bent at the knot location. Dissection of the electrode #9 revealed the electrode wire and the adhesive were detached from the inner surface of the electrode. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit performing an ablation using the generator. No other tests could be performed due to the returned condition of the catheter. The electrical continuity test revealed an open loop between electrode #9 and connector pin #9, as expected. In conclusion, the reported issue (array was knotted) was confirmed through testing and data analysis. The catheter failed return inspection due to a deformed array loop assembly, the dual lumen detached from the shaft, resulting in the electrodes wires and the anchor ring being exposed, the shaft pebax tubing transparent outer jacket at the junction with dual lumen was circumferentially torn, the anchor ring and associated soldered steering wires were exposed but not broken. The nitinol array wire was bent, electrode #9 wire and the adhesive were detached from the inner surface of the electrode, and an open loop between electrode #9 and connector pin #9, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, torque was built up on the catheter and when the wire was pulled back into the sheath to re-center the wire, it appeared on fluoroscopy that the array was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.